Manufacturer narrative:
Evaluation summary: the distal tip was damaged. Numerous stent wraps were deformed. A number of proximal wraps were bunched and deformed. Crimp impressions were visible on the exposed balloon surface. (B)(4).

Event description:
The patient underwent pci with des deployment in left main to lad and in proximal lcx. The lesion had high grade stenosis of a big marginal artery. The bifurcation had been treated using 2 resolute integrity drug eluting stents with mini-crush technique. The procedure was successful with final kissing. Approx one year later the vessel had no restenosis. The marginal artery had a long calcified lesion. After pre-dilatation with nc balloons, the physician tried to deliver one resolute onyx drug-eluting stent through the previously stented left main and proximal lcx. No damage was noted to the device packaging. There were no issues noted when removing the device from the hoop/tray, and no issues on inspection. Negative prep was performed with no issues. The lesion was adequately pre-treated and the guide catheter support was ok. It is reported that the physician was not able to deliver the stent into the marginal artery. After 2-3 attempts with minimal effort the stent was removed and strut deformation in the mid part of the stent was noted. There was no difficulty during stent withdrawal. Additional kissing dilatation in the distal lm bifurcation was performed. 3.0 x 26mm resolute onyx and 3.0 x 22mm resolute onyx stents were successfully delivered, but with some difficulty. The procedure was finished with a good result. The patient is doing well and did not have any complication during the procedure and hospital stay. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.